Event description:
It was reported that the ilet bionic pancreas displayed a temporary signal loss to the dexcom g7 continuous glucose monitor (cgm) sensor while the dexcom mobile app continued to show glucose readings, after which readings resumed on the ilet without user troubleshooting. No clinical signs, symptoms, or conditions were reported. Outcomes included no alerts or alarms on the ilet and no need for medical intervention or hospitalization. User support included review of the event details and user report. Investigation of this case revealed a transient communication interruption between the ilet and the cgm transmitter, with normal function restored and no device component replacement or corrective actions undertaken. It was concluded, based on previously established findings for similar reports, that the cause was likely temporary signal interference or environmental factors affecting bluetooth connectivity.